Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in use on a patient, the ventilator display became non-responsive. The ventilator was restarted and the issue was not duplicated. The ventilator kept cycling but was replaced with another ventilator without any reported patient harm.